Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the display screen was found to be dim, discolored and difficult to read. The display was replaced with a test display for investigation and was found to function appropriately with no visible signs of fading or discoloration. Unrelated to the display issue, the keypad was observed to be torn and peeling. The contrast button was intermittently unresponsive, which has no effect on insulin delivery. There was contamination found under the up arrow and contrast key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim, discolored display screen that was difficult to read. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.